Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was tested and analyzed and had normal battery depletion.

Event description:
It was reported that the device was at elective replacement indicator. It could not be interrogated and had no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.